Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.

Event description:
It was reported that the foley balloon was ruptured during a pretest.